Manufacturer narrative:
This report is submitted on august 10, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced skin issues at the abutment site. Subsequently, revision surgery to place an internal magnet was performed on (B)(6) 2017.